Manufacturer narrative:
The complaint was confirmed. Analysis revealed the setscrew was out of position inside of the septum and could no longer be engaged by the wrench or tightened onto a lead. Analysis of the v-setscrew indicated incorrect wrench insertions into the setscrew may have been the cause of the setscrew being stripped and then stuck to the wrench tip and pulled up into the septum. This is considered problem related to the user¿s use of the wrench.

Event description:
During an implant procedure, it was not possible to connect the lead to the header of the device due to the set screw. The device was replaced and the lead was successfully connected. The patient is in stable condition.